Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible an image was not displayed due a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the bending angle was out of specification due to wear of the angulation wire, and the braid of the bending tube was cut. Scratches were observed on the bending section cover, the angle lever, the switch button #1, the video connector, the electrical contacts of the video connector, the light guide connector, the surface of the light guide cover glass, and the video connector case, due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image due to a suspected disconnection. The reported issue occurred before (at the start of) a therapeutic laparoscopic gastrectomy. The subject device was not inspected prior to the procedure. The intended procedure was completed using another device, with a delay of approximately ten minutes to change the device. There was no impact on the patient.